Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions involving mesh and small bowel, lysis of adhesions, laparoscopic repair of recurrent esophageal hernia. Treatment provided for these conditions include revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a hiatal and an incisional hernias. It was reported that after implant, the patient experienced recurrence, adhesions involving mesh and small bowel, diffuse inflammatory process, pain, gastroesophageal reflux disease, and chronic cholecystitis. Post-operative patient treatment included revision surgery, lysis of adhesions and laparoscopic repair of recurrent esophageal hernia, laparoscopic cholecystectomy, lateral gastropexy, intraoperative egd.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hiatal incisional hernia. It was reported that after implant, the patient experienced recurrence and adhesions involving mesh and small bowel. Post-operative patient treatment included revision surgery, lysis of adhesions and laparoscopic repair of recurrent esophageal hernia.